Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("my essure coil had perforated my fallopian tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("periods became horrible painful") and menorrhagia ("very heavy periods"). The patient was treated with surgery (hysterectomy). At the time of the report, the fallopian tube perforation, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported in social media: menorrhagia, dysmenorrhoea and fallopian tube perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.